Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. Additional information indicates that a temporary pacing lead was connected to the explanted device which was taped on the outside of the body. There were no additional adverse patient effects reported. The ICD was explanted.